Event description:
The subject lead was implanted on (B)(6) 2009 with a pacemaker (bradycardia). After the implantation, the pt needed a defibrillation shock because of a tachycardia episode. After the discharge, the pacing system shows failure to pace and sense in the atrium, so the physician decides to replace the system with an ICD system. During the implant upgrade, psa measurements confirm the atrial failure to pace and sense, and x-ray suggests that the lead is in a good position, so it was decided to replace also the subject atrial lead. The extraction of the lead was difficult and moderate traction was needed. Detachment of the lead tip was observed on x-ray, and confirmed when extracted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.